Manufacturer narrative:
The customer¿s reported complaint with the pump module failing rate accuracy testing, and not being able to calibrate the device, was confirmed and replicated during lab testing. Upon receipt of the pump module, it was observed that the bezel platen datum posts were damaged and not extending through the membrane frame. This failure mode reduces the gap required for the pumping segment of the administration set to fully fill between pumping cycles, and, as a consequence, the flow rate is decreased. During testing, shims were temporarily installed between the platen and membrane frame to approximate the existence of the missing bezel platen datum post material. With the shims in place, the pump module passed asm rate accuracy testing and full pm testing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported the device failed preventive maintenance and could not be recalibrated. There was no report of patient harm.